Event description:
It was reported that the device had an occlusion on pump during purging prior to patient insertion. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was received for evaluation. Visual testing was performed and found the downstream occlusion (dso) seal was detached. The event history log found multiple downstream occlusion alarms. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the customer reported issue was duplicated. The downstream occlusion (dso) sensor was replaced to resolve this issue, along with the dso seal.